Event description:
There was an allegation of questionable elecsys hcg+beta results for 2 samples on a cobas 6000 e601 module. Sample 1's initial result was 142.8 miu/ml, and the repeat result was 2206 miu/ml. Sample 2's initial result was 228.6 miu/ml, and the repeat result was 50117 miu/ml. The initial results were questioned because both patients are pregnant.

Manufacturer narrative:
The elecsys hcg+beta reagent lot number is 86869601, and the expiration date is 31-oct-2026. A field service engineer (fse) determined that there were some abnormalities with the sipper and replaced it; no other abnormalities were found. The investigation determined that the service action resolved the issue.